Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had system over temperature alarm. There was no harm reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) could not duplicate the reported failure. Exorcised unit to no fail. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.